Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00220, 3009784280-2020-00221. (B)(4). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of restenosis is unrelated to the study device, restenosis is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the right distal sfa. Approximately 30 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2020. The physician indicated this is not related to the study device or procedure.